Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition of inoperable keypad was verified when it was reproduced during idea testing, but not during device evaluation, which indicates the keypad was intermittently inoperable. This caused by a failed keypad, which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an inoperable keypad. There was no patient involvement associated with this event. No additional information is available.